Event description:
Query of MFR's device tracking dept to pt provided report that "pump and catheter were removed due to infection". Follow up with hcp revealed the signs and symptoms of infection were fever, swelling, and pain. The primary location of the infection was the device pocket. The device pocket was cultured, but no results were reported. The pt was treated wtih IV and oral antibiotics and the total device system was explanted. The infection is not resolved to date and is ongoing. Risk factors contributing are chronic infection, debilitated status and malnutrition or extremely thin.